Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the "equipment would not hold a charge." There was no reported patient involvement.